Event description:
It was reported that a spectrum pump failed the downstream occlusion sensor preventative maintenance test. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported "failed downstream occlusion sensor preventative maintenance test" was unable to be confirmed. The unit passed downstream pressure testing in accordance with the preventative maintenance procedure, as well as additional occlusion testing.